Event description:
The customer received a blood glucose reading of 40mg/dl on the breeze2, retested on a different meter and the reading was over 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to him.